Event description:
Procedure: hernia repair. Patient sex: unk. A small pin fell off the device and into the surgical cavity. The pin was removed from the patient, and doctor finished the case. There was no injury reported.